Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot #: 17736997, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Infection at the pocket site was noted. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was not device or procedure related.